Event description:
It was reported that during a pacemaker check an invalid data error message appeared when interrogating a device. It was recommended that the device be reinterrogated to clear the diagnostics and error message.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.